Event description:
At approximately 830am, rt was called to patient room by rn because vent has stopped working. Rt immediately began bagging patient and tried to reset vent. Vent was unable to be reset. Rt pulled this vent from service, leaving the circuit and everything on the vent to be checked out by biomed. Rt put another vent on the patient. The patient had no apparent difficulty with this incident. The screen on the vent says. "System error!" Device alert replace and service vent.